Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The son or daughter of a customer indicated via phone call of hospitalization for unexplained low blood glucose of 25 mg/dl. The customer indicated that they did not have the pump and would call back to troubleshoot.